Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing over to the station. A technical support specialist (tss) dialed into the station and confirmed that the patient example was visible in the facility search with the correct room and unit assignment matching the server, and that data sync was current. Further, the customer confirmed that the issue persisted, with 8 patients on the tracking board but only 4 displaying in pyxis. The tss requested the medical record numbers (mrns) for further investigation and explained that temporary patients could be created in the meantime for the customer to remove against, later reconciling them to the real visit once cerner processed the admissions. Cerner was experiencing an outage that delayed admission messages. The tss followed up with the customer and confirmed that es received admits as expected once cerner was back online. The customer then confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es none of the patients appeared on the station, and no error message was displayed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.